Manufacturer narrative:
Additional device product codes: mni, nkb, kwp, kwq. Device is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Patient code (B)(4) is used to capture the removal and replacement of pedicle screw which resulted in 40 minutes surgical delay. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a spinal arthrodesis procedure, the click-x screw opened the head at the time of tightening the blocker (locking cap), preventing the final tightening. It is not known whether the screw head was already damaged before surgery. In order to replace the screw that was defective and located in the most cranial part on the left, it was necessary to remove the rod and consequently all the blockers. Then the rod and the respective blockers were inserted again. This resulted in a forty (40) minute surgical delay. There was no patient harm. Concomitant device reported: blockers (part #: unknown, lot #: unknown, quantity: 5), rod (part #: unknown, lot #: unknown, quantity: 1) this report is for one (1) 5.2mm ti click'x pedicle screw preassembled 35mm this is report 1 of 2 for complaint (B)(4).